Manufacturer narrative:
The pod was returned and evaluated. No abnormality of the pod's adhesive pad was noted. It is known and understood that customers can have varying degrees of reactivity to the pod adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions.

Event description:
The customer reported that she experienced a skin condition as a result of wearing pods. She indicated that she had "lump under the skin after wearing the pod"; sometimes "clear fluid" came out of the insertion site and, at times, this fluid was mixed with blood. In addition to the lumps caused by wearing the pod, she also had lumps from years of injections. The pod will be returned for evaluation.